Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced diarrhea, vomiting and dehydration and subsequently presented to the hospital. Three days later, cloudy effluent was observed. The same day the patient began treatment with intraperitoneal (ip) amikacin, ip ceftazidime and intravenous vancomycin for empirical treatment for the cloudy effluent. The cause of the events was not reported. Five days later, dianeal therapy was discontinued, the following day the pd catheter was removed and the patient was switched to hemodialysis. The patient was diagnosed with generalized sepsis. Treatment for and the cause of the sepsis were not reported. Eleven days after the start of antibiotics, the patient passed away. The cause of death was reported as due to sepsis. It was not reported if an autopsy was performed. It was reported the patient was not recovered from the cloudy effluent prior to death. No additional information is available.